Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a terumo bct clinical specialist contacted the account manager of the distributor to make them aware that an expired set was used to treat a patient. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The device history record (DHR) for this lot was reviewed to determine the components of the harvest disposables set that would have been expired at the time of use. The following components were past their expiration date at the time of the procedure:- bmac 50 ml process kit: ln 07z9927, expiration 2017/07- bmac2 60 ml aspiration kit: ln 07z9940, expiration 2017/07. All other components were within the expiration date. Per terumo bct's internal design verification testing on the harvest product which included testing accelerated aged product, a harvest product was aged to an equivalent of 118 days past the expiration date prior to testing. Based on this, the product functionality would not have been impact by using the product at 1 month past the expiration. Root cause: the root cause of the usage of the expired disposable was human error by the distributor.

Manufacturer narrative:
Additional product code: fmf investigation: the harvest disposable set was unavailable for return and investigation. The harvest disposable set contain multiple components that have various expiry dates. The outer set label contains the expiry date associated with the component that has the shortest expiry timeframe. Based on the information stated on the shipping slip, use of expired product was confirmed. Investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired bone marrow aspirate concentrate (bmac) disposable was used on a patient. The bmac disposable set was labeled with an expiration date of 07/01/2017. The blood was processed and the bmac product was administered to the patient on (B)(6) 2017. The customer declined to provide patient's weight and outcome. The bmac set is not available for return because it was discarded by the customer.